Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to routine generator change out procedure the right ventricular lead exhibited high defibrillation impedance. Fluoroscopy was done, and no externalization was noted. All other measurements for the lead were within normal limits. Physician decided to cap the lead and replace with a new one on (B)(6) 2019. Patient condition was stable.